Manufacturer narrative:
Technician reported that the account armed the ppm system with weight on the bed and left the bed in the armed mode over night. The next morning, when account removed the weight from the sleep surface the ppm alarmed. Technician found that the ppm system functioned properly and could not duplicate the problem. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the pt got out of the bed, but alarm did not sound. No injuries reported.